Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report. The tip of the drill was left in the patient and the rest was placed in the sharps container.

Event description:
It was reported that the surgeon was implanting an antegrade femoral nail. Once the nail was placed, two proximal screws were placed in the nail. As the surgeon drilled for the distal locking screw the drill bit went in at a slight angle, at that time the drill bit torqued against the nail and the tip of the drill broke off. Not wanting to cause anymore trauma to the patient, the surgeon left the tip of the drill bit and proceeded to lock the other distal holes.

Event description:
It was reported that the surgeon was implanting an antegrade femoral nail. Once the nail was placed, two proximal screws were placed in the nail. As the surgeon drilled for the distal locking screw the drill bit went in at a slight angle, at that time the drill bit torqued against the nail and the tip of the drill broke off. Not wanting to cause anymore trauma to the patient, the surgeon left the tip of the drill bit and proceeded to lock the other distal holes.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned and no additional information was available. A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If any further information is provided or the device is returned, the complaint report will be updated.